Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 2.3 mg/day via an implantable pump. It was reported that the patient was experiencing increased pain over the past few months and hcp was increasing his dose. Patient also stated he had some mild withdrawal symptoms intermittently. A dye study attempted at office in may and the hcp was unable to aspirate. The hcp planned on replacing entire catheter and that was what he did. Patient¿s pump pocket was in left buttock. It appeared the catheter sheared in his pump pocket likely from rubbing against pump. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2024; product type: catheter. Section d. Information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot #: (B)(6), ubd: 06-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.